Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
Additional information: d10, h3, h6. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure on (B)(6) 2020. During procedure, the right ventricular lead could not be positioned in the apical position after various attempts. The right ventricular lead was not used and was replaced. Upon explant of the right ventricular lead, it was observed that the distal lead tip was damaged. The patient was stable post procedure.